Event description:
The biomedical engineer (be) reported that the external pulse generator (epg) had a cracked liquid crystal display (lcd) lense. Therefore, the be requested replacement part numbers for the epg. Technical support (ts) provided the part numbers and explained to the be that the epg may have to be returned for repair if the replacement parts are not sold. Ts provided the service department address and flat rate of repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.